Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple altitude alarms occurred. Reportedly, the customer sometimes placed the pump against their skin when undergoing physical activity. Insulin delivery was resumed. Blood glucose was 93 mg/dl.